Event description:
It was reported that during the low rectal surgery, opened the packing, did not use it on the patient, noted the pan was deformed as the photos show. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # u5fd8k. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr45b reload was returned with a tyvek and unfired with 2 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from right side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.